Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient began vomiting. The patient¿s cgm was reading 147 mg/dl. No bg meter reading was taken at this time. The patient was wearing a tandem insulin pump. The patient was taken to the emergency room (it was not specified by who). Once at the ER, the patient¿s bg level was reported to be 1215 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). The patient could not recall all the medication she was provided; however, she knows she was given unspecified IV fluids. The patient was discharged home 5 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.